Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it leaked at the strain relief and air aspirated back into the catheter. There was no reported injury to the pt.